Event description:
Information received indicates the ground loss indicator is flashing.

Manufacturer narrative:
The technician found the ground pin broken and replaced the power cord plug to repair the bed.